Event description:
There was an allegation of questionable bicarbonate liquid assay results for 4 patient samples tested on the cobas c 503 analytical unit.patient sample 1the initial result was 12.2 mmol/l.the repeat result was 16.7 mmol/l.patient sample 2the initial result was 13.3 mmol/l.the repeat result was 17.9 mmol/l.patient sample 3the initial result was 11.7 mmol/l.the repeat result was 17.9 mmol/l.patient sample 4the initial result was 10.8 mmol/l.the repeat result was 18.5 mmol/l.the emergency room physician questioned the initial results, as the anion gap was >25 and the results did not fit the clinical picture, prompting the rerun on another c 503 analyzer.the repeat results from the other c 503 analyzer were deemed correct.

Manufacturer narrative:
The bicarbonate liquid reagent lot number is 920669 (expiration date: 30-jun-2027).the customer's laboratory was experiencing external water issues on (B)(6) 2026, and the water company was on-site to work on the deionized water (di) system.the field service engineer inspected the module and identified that the leak and low resistivity in the di water system caused the event. He repaired this part, rinsed the tubing, and verified the main and gear pump pressures. He verified the module's performance with precision checks. The customer performed successful calibrations and qcs.the investigation is ongoing.